Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 19.4 mmol/l (349.2 mg/dl) with ketones present, while wearing the pod on the arm longer than 48 hours. Multiple corrections were administered using the pod (total of 9.95 units) but the bg levels did not decrease. The patient noticed that the adhesive pad was coming loose. The pod was removed, and the cannula was noted to be bent. A manual insulin injection of 3 units using a pen was administered to treat the hyperglycemia and a new pod was applied.